Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at the anchor site sue to the device sitting superficially. Surgical intervention was undertaken on (B)(6) 2025 wherein the anchor was sutured back into place to address the issue.

Event description:
It was reported that patient experienced pain at the anchor site. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Manufacturer narrative:
It was reported to abbott a patient was experiencing discomfort at the suture site due to it being superficial. The patient underwent a revision where the anchor was sutured back in place without any complications. No product was explanted. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.